Manufacturer narrative:
Patient date of birth: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Damage was noted on the 1st proximal strut, it was pulled in the distal direction. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination also found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 14-jun-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 24mm in length, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.0mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. Pre-dilation was performed using a 2.0 balloon catheter, leaving 70% residual stenosis in the lesion. A 3.00x24mm promus element plus drug-eluting stent was then advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.